Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the polymer, which is consistent with the guide wire being in the patient as reported. Analysis confirmed the reported tip separation as the core and polymer were separated, 2.8 cm proximal to the tip ball. The polymer material was stretched at the separation which is likely the result of the guide wire tip separation. Scanning electron microscopy analysis of the guide wire suggests that the core failure revealed elliptically shaped regions around the circumference and at different step levels. These regions revealed features suggesting fatigue striations. Portions of the fractured surface were masked by rubbing and it was difficult to distinct features. The ductile areas beyond the elliptically shaped regions revealed jagged fracture surface which showed dimples and a woody texture suggesting ductile overload as the final fracture mechanism. The coil failure may be attributed to torsional overload. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond the design limits causing the distal tip to detach. The guide wire is often trapped within the anatomy or another device in order to create the required forces to damage the wire as described. In this case, the lesion was described as totally occluded and calcified which could have contributed to the reported guide wire separation. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The outer diameter of the core was measured with a laser micrometer and met manufacturing criteria. The outer diameter of the distal tip was measured with a hole gauge and met manufacturing criteria. Based on the reported information, the inability to cross appears to be related to the totally occluded lesion, calcification and tortuosity of the vessel. The reported inability to cross the lesion and guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a total occlusion of the circumflex artery with tortuosity and calcification. The pilot guide wire was advanced in an attempt to open the vessel; however, during advancement resistance was noted with the lesion, and the tip of the pilot guide wire separated in the patient anatomy. A snare device was used to successfully retrieve the guide wire tip, and the patient was given medication, and scheduled for follow-up review. It was noted that the snare device was not readily available; therefore, there was a delay in the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.